Manufacturer narrative:
Health effect - clinical code: heart murmur. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low flow and high pump powers. Log files captured intermittent low flow events over two days and a small cluster of elevated powers on (B)(6) 2023 in the 8-9 w range, which were associated with pulsatility index (pi) events. A computed tomography (CT) scan had been done on (B)(6) 2023 that showed what looked like some degree of interaction between the myocardium and inflow cannula. Additionally, a small amount of non-occlusive thrombus was found in the outflow graft. Of note, the patient had a harsh murmur throughout their precordium. They also experienced near syncope while low flows and elevated pump power were present. They were treated with 500cc x 2 bolus and the flow and power fluctuations resolved.

Manufacturer narrative:
Section h6, health effect - clinical code: heart murmur. Manufacturer¿s investigation conclusion: the report of a non-occlusive thrombus in the outflow graft and a "degree of interaction between the myocardium and inflow cannula" could not be confirmed through this evaluation as no images were provided and the patient remains ongoing on heartmate ii left ventricular assist system (lvas). Furthermore, an analysis of the log files provided by the account confirmed elevated pump power and flow, as well as low flow events; however, a specific cause for these findings could not be conclusively determined through this evaluation. Lastly, a direct correlation between heartmate ii lvas and the report of a harsh murmur could not conclusively be established through this evaluation. The submitted log file contained events and data from 08feb2023 through 15feb2023. The file captured power and flow elevations on 08feb2023, 09feb2023, and 12feb2023. It was noted that several of the elevated power and flows were observed during pulsatility index (pi) events. Additionally, towards the end of the file, on 14feb2023 and 15feb2023, the log file captured low flow events. The pump appeared to be functioning as intended, staying at or above the low speed limit for the duration of the file. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The patient remains ongoing on heartmate ii lvas. No further related events have been reported at this time. The relevant sections of the device history records for vad-63287 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. In reference to power, this IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted is that any increase in power not related to increased flow causes erroneously high flow readings. The IFU states that pi events may be initiated for reasons other than true suction events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 revolutions per minute (rpm) per second to the fixed speed setpoint. This decrease in speed is accompanied by a reduced pump flow and the subsequent ramp up in speed is accompanied by increased power. Section 4 provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions including the low flow hazard as well as the appropriate actions associated with them. The heartmate ii lvas patient handbook is also currently available. Section 5 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.